Event description:
Per the clinic, the patient experienced magnet dislodgement, subsequent to a magnet removal and replacement undertaken to facilitate an MRI. There are plans for surgery to replace the magnet, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.